Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2mm; -1.0/+6.0/098 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2021. The patient experienced refractive surprise; lens rotation which the surgeon performed repositioning on (B)(6) 2021 which did improve vision and refractive but again the vision has blurred and lens had rotated again. The problem is not resolved. Lens remains implanted.